Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the backup system controller (hsc-511230) was unable to be confirmed. The system controller was not returned for analysis. Log files were not submitted for review. No details of the damage was known as the equipment was thrown away by an external party. No images of the damage were available. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's backup system controller was thrown away and found to be damaged. The center issued a new backup controller and requested a low flow alarm threshold adjustment as his previous controller had been updated. It was later communicated that the device operated as expected.